Event description:
It was reported the patient had pre-existing insufficient effect of the right electrode. The patient was admitted to the hospital for an MRI on (B)(6) 2009. The MRI showed edema around the right electrode suspicious of infection. An immunosuppressive therapy with cortisone was initiated for two weeks. In two subsequent follow-up mris the edema was still detectable. In the last MRI there was no evident edema. The event was judged as device related. It was also noted the event was possibly related to the operation, stimulation, or a preexisting/underlying event. The stimulation parameters at the time of the event were as follows: 'on', left: 1,3volt, 180hz, 60usec; right: 4,3volt, 180hz, 60usec. The patient recovered from the event on (B)(6) 2010.

Manufacturer narrative:
Product ID 748251, serial # (B)(4), product type extension; product ID 748251, serial # (B)(4), product type extension; product ID 3389-28, lot # b0872649k, product type lead.